Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment. The drive gas check valve was replaced, and the unit was returned to service.

Event description:
The hospital reported that the unit will not pass the preoperative checkout, affecting mechanical ventilation. There was no report of patient involvement.